Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure gauge inaccuracies were noted. The 90% stenosed, non-calcified target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. A 2.5-15mm voyager balloon catheter was advanced to the target lesion. The balloon catheter was attached to an encore26 inflation device. On the first attempt to inflate the balloon catheter, it was noted that it was possible to rotate the handle of the inflation device; however, the physician was unable to increase the pressure on the inflation device to more than 5 to 6atms. The balloon catheter appeared to deflate when the encore inflation device was unable to hold pressure. It is unknown if the balloon continued to inflate while the handle was manipulated. The procedure was completed with another of the same device. There were no patient complications reported and the patient's current condition is listed as good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)